Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.